Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call they were experienced high blood glucose event. Customers current blood glucose reading was 536 mg/dl. Customer stated that they were using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not active at the time of event. Customer also stated that there was air bubble present in the reservoir. The insulin pump ad reservoir will not be returned for analysis.